Event description:
It was reported to philips healthcare that the heartstart mrx battery was not charging and generated a "no battery" message when it (battery) was inserted in a heartstart defibrillator. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.